Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3, h6: product code: 05.000.008. Lot: 008523. Release to warehouse date: 03 march 2024. Manufacturing site: jjmsz plant for stk & n-stk. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Service and repair evaluation: the customer reported that on february 3, 2025 the powered driver medium and high speeds do not work. The repair technician reported that contact plate pin was dented, membrane vent and wire were discolored, debris on barriers was present. Device runs intermittently at forward and reverse and dose not run at fast-forward. Also, cosmetic test was failed too. The cause of the issue is faulty parts. The item was repaired per the inspection sheet, passed synthes final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed.

Event description:
It was reported that on february 3, 2025, the powered driver medium and high speeds do not work. The issue was observed during weekly audit. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization.